Manufacturer narrative:
No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device and lead remain implanted. If additional information becomes available, this event will be updated. Additional information was received that the shock impedance measurement had stabilized around 55 ohms. Technical services discussed the observation could be due to the settling of a loose set screw or fibrotic tissue on the lead. No adverse patient effects were reported. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited shock impedance measurements >125 ohms. A boston scientific technical services (ts) consultant discussed the measurements could be due to a lead fracture or a connection issue. Ts suggested testing the lead with a command shock.